Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received a power error detected. The customer was advised to clear the alarm. The customer completed the reservoir and tubing process. The customer also reported that the notification light did not stop flashing immediately. Troubleshooting was assisted. The device will be returned for analysis.